Event description:
It was reported that there was a connection issue between a minicap transfer set and the titanium adapter. This was described as "a spontaneous separation" of the transfer set from the patient's "catheter". This occurred before use of the device for a peritoneal dialysis (pd) therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.